Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not detected on bus. As per part investigation, it was determined that there was thermal damage observed on the pcba controller bin &fh pyxibus in which the assy cable pyxibus 6 drawer showed evidence of damage and exposed copper strands. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for s/n (B)(6) was performed in salesforce in which it has been identified that a complaint with the same failure mode was reported for this serial number. 1. Case (B)(4) /wo (B)(4) - failed main drawer #1 not detected on bus. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 17feb2022, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the custom ER-reported issue. The report condition of "obgyn pyxis main drawer 1" was confirmed during fse testing and subsequently confirmed during the dchu inspection process. According to work order wo: (B)(4), the field service engineer (fse) reported that matrix drawer number one was not detected on bus. The fse inspected the machine, replaced matrix controller board, and configured it. Customer tested station satisfactory. The report was closed. During dchu visual inspection: p/n 120547-01: had a cut with exposed copper strands and suffered thermal damage. P/n 121985-01: had bent components (capacitor c5, mosfet qi and some jumper pins) indicating physical damage. During dchu testing: p/n 120547-01: the testing from dchu was not necessarily due to the exposed copper strands and black marks in the cable. P/n 121985-01: the testing from dchu was not necessarily due to physical damage to components. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).